Event description:
The end-user reported a 28mm occluder was loaded into a transeptal sheath, advanced to the defect, with the tip of the sheath positioned in the la. The distal umbrella was deployed and the occluder was drawn towards the septum. As the proximal umbrella was being deployed the distal side of the implant pulled through the defect into the right atrium. With both umbrellas in the right atrium, the physician retracted the occluder which was still attached to the delivery system down to the 14f back loaded recovery sheath. The end-user encountered difficulties capturing the occluder into the 14f sheath resulting in a surgical cut down to remove the occluder. No further attempts were made to close the defect. The patient was discharged the next day.

Manufacturer narrative:
At this point in time, we have very limited information surrounding this incident. The lot number of the implant was not available; we requested the explanted device, all relevant films, implantation and operative case summaries from the end-user. To date none of the requested items were available. We will continue to pursue the requested items, upon receipt we will conduct a through investigation and communicate our findings to you in our final report.